Event description:
The physician reports performing cataract surgery in the left eye with attempted implantation of the eternity x-70 intraocular lens. During insertion using the navi xj-70 injector system the leading haptic tore. Intervention was performed in order to enlarge the incision (approximately 7mm), and replace the damaged lens. Surgeon also noted when compressing the eye during vitreous surgery that the anterior chamber was unstable due to the conjunctival incision enlargement.

Manufacturer narrative:
Root cause: according to the physician, the root cause of the lens damage is related to a loading error and not the product.